Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and infection ("infections"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, migraine and infection outcome was unknown. The reporter considered genital haemorrhage, infection, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), urinary tract infection ("infections/uti"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infections"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), eczema ("eczema"), rash macular ("red blotches"), psoriasis ("psoriasis"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), anaemia ("anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal distension ("bloating"), tooth delamination ("enamel loss"), vaginal disorder ("vaginosis"), back pain ("lower back pain") and headache ("headache"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on 13-jan-2012. At the time of the report, the pelvic pain, fatigue, abdominal distension and back pain had not resolved, the genital haemorrhage and headache had resolved and the migraine, urinary tract infection, vaginal haemorrhage, menorrhagia, bacterial vaginosis, fungal infection, female sexual dysfunction, eczema, rash macular, psoriasis, bladder disorder, urinary tract disorder, anaemia, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, tooth delamination and vaginal disorder outcome was unknown. The reporter considered abdominal distension, anaemia, back pain, bacterial vaginosis, bladder disorder, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash macular, tooth delamination, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery lasted longer than it was supposed to and there was a white film covering my ovaries and fallopian tubes that had to be collected and sent to pathology for testing diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event abnormal bleeding (vaginal, menorrhagia),uti, bacterial vaginosis, yeast infections, apareunia, eczema, red blotches, psoriasis, bladder problems, urinary problems, anemia, dental problems, dysmenorrhea ,dyspareunia, vaginal discharge, fatigue, weight gain, bloating, enamel loss, vaginosis, lower back pain, headache added. Reporters, events outcome, concurrent condition, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, gravida ii, parity 2 and hematometra. On (B)(6) 2010, the patient had essure inserted. In january 2012, the patient experienced urinary tract infection ("infections/uti"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), eczema ("eczema"), psoriasis ("psoriasis"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal distension ("bloating") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In january 2014, the patient experienced dental caries ("dental problems teeth were rotting, enamel loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), fungal infection ("yeast infections"), rash macular ("red blotches"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), tooth delamination ("enamel loss"), vaginal disorder ("vaginosis") and headache ("headache"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, back pain and headache had resolved, the migraine, urinary tract infection, vaginal haemorrhage, menorrhagia, bacterial vaginosis, fungal infection, female sexual dysfunction, eczema, rash macular, psoriasis, bladder disorder, urinary tract disorder, anaemia, dental caries, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, tooth delamination and vaginal disorder outcome was unknown and the fatigue and abdominal distension had not resolved. The reporter considered abdominal distension, anaemia, back pain, bacterial vaginosis, bladder disorder, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psoriasis, rash macular, tooth delamination, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the surgery lasted longer than it was supposed to and there was a white film covering my ovaries and fallopian tubes that had to be collected and sent to pathology for testing. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Ultrasound scan - on an unknown date: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"pelvic pain, menorrhagia". Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Events : pelvic pain and low back pain outcome updated. Event dental problems updated to teeth were rotting. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.